Manufacturer narrative:
The reported event of retraction problem was confirmed, while the reported event of separation failure was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination identified the helix in the extended position and clogged with blood. X-ray examination showed the inner coil to be over-torqued at the connector region, consistent with procedural damage. X-ray evaluation of the helix mechanism revealed no anomalies that would have contributed to a helix retraction issue. The cause of the reported retraction problem was attributed to blood clogging within the helix region and over-torquing of the inner coil.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead failed to retract and separated from the sheath. The rv lead was not used and was replaced. The patient did not experience any adverse consequences.